Event description:
The customer reported the display is completely dim. There was no report of patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported the display is completely dim. There was no report of patient involvement.